Manufacturer narrative:
The system was examined and the reported event was replicated. The power controller card and diathermy was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 30, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to the power controller card. However, how or when the modules became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A power controller printed circuit board (pcb) was received and a visual assessment of the returned sample revealed no obvious nonconformity. The sample was installed into a calibrated constellation system for functional testing. System message (sm) ¿red stop sign¿ displayed during the boot-up sequence. Further testing isolated the issue to the mosfet transistor. The root cause can be attributed to the nonconforming power controller printed circuit board (pcb) and the nonconforming u/s diathermy module. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system message displayed and was unable to be reset during a surgical procedure. The patient was redirected to another hospital to complete the procedure. Additional information has been requested.